Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty cm board. In addition, a faulty printed circuit board (dp board) was found, causing a bad video image with olympus series 190 scopes.

Event description:
A user facility reported to olympus that an error code of "e212" was generated. The problem, as reported to olympus, was found prior to a diagnostic procedure with no other devices involved. There was no delay in the procedure and the intended procedure was completed but not with the same device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the legal manufacturer's investigation, the faulty printed circuit board (dp board) was likely caused by an accidental failure of the dp substrate of the printed circuit board. This failure caused the bad video image with the olympus series 190 scopes. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Per the legal manufacturer, regarding the faulty cm board (printed circuit board) that caused the e212 errors (internal buffer err), there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.